Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this implantable cardioverter defibrillator (ICD) was performed. Analysis showed that noise was present when lightly manipulated in bipolar. The device passed mechanical and electrical tests and is functioning normally.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high output with chronic low right atrial (ra) and right ventricular (rv) sensing and no undersensing. This ICD was explanted. No additional adverse patient effects were reported.